Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump received with (B)(6)alkaline battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown. The customer was found passed out in the driveway. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was 594 mg/dl at the time the pump was downloaded, but the doctor said 2 hours later it was 252 mg/dl. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller has not decided whether they will return the insulin pump for analysis.